Event description:
It was reported the tip of the puncture sheath in the setinger kit was cracked or burr, and normal puncture could not be performed; the solution is to replace the sheath and re-puncture. It was reported this occurred with twenty devices. This report addresses all twenty devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.